Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she does not have a battery cap on the insulin pump. Customer stated that she received an unexpected restart alarm on the insulin pump. Customer stated that the pump was not stored or not in use for an extended period of time. Customer mentioned that there was a line through the screen. Customer placed her finger in the reservoir compartment to get out of sequence and look at the alarm history, but the customer received a compromised force sensor system alarm. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.